Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the broken needle hub could not be determined based upon the information provided and without a sample. No further action will be taken.

Event description:
The customer alleges that the needle hub is broken. The event occurred during insertion. No patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the needle hub is broken. The event occurred during insertion. No patient injury or consequence.